Manufacturer narrative:
The evaluation of the explanted pump confirmed the presence of deposition inside the pump, which would have potentially contributed to the report of elevated pump power values and elevated lactate dehydrogenase (ldh) level. A tissue-like deposition was present in the proximal side of the outlet stator surrounding the outlet bearing ball. The deposition lacked lamination and did not appear to have originated in this location; however, the deposition revealed darker areas of potential denaturing, and contact marks were noted on the outlet portion of the rotor and the outlet bearing cup, indicating that the deposition was likely present in the outlet stator for an undetermined amount of time while the pump was supporting the patient. The observed deposition could have potentially contributed to the report of elevated ldh level. The deposition also could have potentially caused increased resistance on the spinning rotor resulting in the report of elevated pump power values. Examination of the remaining blood contacting surfaces revealed no evidence of deposition. Additionally, examination of the pump¿s bearings, rotor, and blood contacting surfaces did not reveal any anomalies. The inflow conduit remains in use and therefore could not be analyzed for any anomalies. Electrical continuity testing of the returned portions of the percutaneous lead did not reveal any discontinuities or electrical shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The retrieved data from this testing revealed normal pump power consumption and pressure values and the pump operated as intended. The instructions for use lists device thrombosis, hemolysis and stroke as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The hypercoagulability referenced was also reported under medwatch MFR. Report # 2916596-2016-01183. The multiple cerebrovascular accidents and pulmonary embolism were not previously reported to the manufacturer. Device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 2 years and 2 months. The explanted device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with an lvad on (B)(6) 2014. It was reported that on (B)(6) 2016 the lvad system produced elevated pump power and estimated flow readings. The patient was on aspirin, plavix, and coumadin at the time of the event. The patient's lactate dehydrogenase (ldh) steadily increased since (B)(6) 2016, ranging from 802 u/l to 1626 u/l. The patient's plasma free hemoglobin also steadily increased during that time, ranging from 50 mg/dl to 90 mg/dl. The patient's inr ranged from 2.1-3.8. Log file analysis by the manufacturer's technical services representative confirmed the power and flow estimation elevations. The patient was treated with intravenous heparin, then IV bivalirudin. The patient was discharged on an unspecified date with anticoagulation therapy of coumadin, lovenox bridge and brilinta. The patient was asymptomatic. On (B)(6) 2016, the patient was admitted via the emergency room due to shortness of breath, chest pain, hemolysis with an ldh of 922 u/l, and acute heart failure. The patient's clinical condition continued to deteriorate, with continued shortness of breath despite removal of ten pounds of volume. On (B)(6) 2016, the patient's pump was exchanged due to suspected pump thrombus. It was also reported that the patient has a history of hypercoagulability and has been under evaluation by the hematology service. It is suspected that the patient has antipernicious anemia syndrome and autoimmune hemolytic anemia with equivocal intrinsic factor antibody positivity. Despite having been on chronic triple antiplatelet therapy since implant, the patient reportedly suffered a pulmonary embolism, and multiple cerebrovascular accidents on unspecified dates, with the most recent being in (B)(6) 2016.